Event description:
It was reported that pump experienced malfunction alarm without any notable events beforehand, which led to customer's blood glucose rising to a high level, although exact value was not known. There was no additional information received regarding any adverse impact to the customer¿s blood glucose level beyond report of high reading. Customer treated high blood glucose with insulin injection by pen or syringe, contacted technical support, and was guided to reset pump, after which malfunction did not recur, and customer was advised to continue using pump and to call back if problem happened again.